Event description:
It was reported that patient presented in the hospital with shortness of breath and discomfort. An x-ray and CT scan revealed a dislodged atrial lead and a right ventricular lead helix that was screwed in too deep. It was thought that the right ventricular helix may be causing a potential perforation. The patient also had a pericardial effusion. The doctor brought the patient into surgery on (B)(6) 2017 and performed an atrial lead extraction and replacement after the atrial helix failed to retract. The physician also repositioned the right ventricular lead successfully. The patient did not experience any complications from surgery.